Manufacturer narrative:
Block b3: the exact event date was not reported. The event date of september 1, 2025, was chosen as best estimate based on the bsc aware date. Block h6: imdrf device code a06 captures the reportable event of scope loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used to treat strictures during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, visualization was lost while the scope was positioned in front of the papilla. The monitor displayed a loading screen that did not recover. Troubleshooting steps were promptly initiated, including disconnecting and reconnecting the scope, securing the rear connection, and restarting the controller. The scope's umbilicus was confirmed to be securely connected to the umbilicus receptacle of the controller, with no damage noted to either the receptacle or the cables. The procedure was completed using another exalt model d scope, connected to the same controller. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used to treat strictures during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, visualization was lost while the scope was positioned in front of the papilla. The monitor displayed a loading screen that did not recover. Troubleshooting steps were promptly initiated, including disconnecting and reconnecting the scope, securing the rear connection, and restarting the controller. The scope's umbilicus was confirmed to be securely connected to the umbilicus receptacle of the controller, with no damage noted to either the receptacle or the cables. The procedure was completed using another exalt model d scope, connected to the same controller. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact event date was not reported. The event date of september 1, 2025, was chosen as best estimate based on the bsc aware date. Block h6: imdrf device code a06 captures the reportable event of scope loss of visualization. Device evaluation summary: the exalt model d scope was returned for analysis. The scope passed all tests performed and exhibited normal device characteristics. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The reported event was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.